Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) evaluated the system and confirmed the issue with suite pc software. The engineer reinstalled the software and the device was returned to use in good working order. A similar issue was reoccurred later, the fse replaced the suite pc os hdd and installed the software to resolve the issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was a system restart issue. The system was not in clinical use when this occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.